Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell ring and red cell hang up. The following information was provided by the initial reporter. The customer stated: "we have encountered coagulation defects on this batch of sst tubes with fibrin particles remaining on the surface of the serum or on the wall of the tubes despite the fact that the coagulation and centrifugation times were correct."

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photos for investigation. The photos were reviewed and red cell hang up and red cell ring was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and red cell ring based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell ring and red cell hang up. The following information was provided by the initial reporter. The customer stated: "we have encountered coagulation defects on this batch of sst tubes with fibrin particles remaining on the surface of the serum or on the wall of the tubes despite the fact that the coagulation and centrifugation times were correct."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.